Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had been explanted due to normal battery depletion in (B)(6) 2009. Another boston scientific crt-d was successfully implanted. It was later reported that the patient passed away in (B)(6) 2009. The cause of death was not provided. This explanted device was returned to boston scientific in april 2010.

Manufacturer narrative:
Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. Additional analysis was performed. The device was not able to charge and deliver a full energy shock due to the low battery voltage. Shock therapy was verified in manual bench testing. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.